Manufacturer narrative:
(B)(4). Foreign source: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left knee revision approximately 1 moth post implantation due to pain and tibial subsidence. Attempts have been made and no further information has been provided.